Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis did not replicate/confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the self test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, energy delivery, jaw gap verification and grip force tests. No ceramic dots missing. A review of the logs shows no errors. Grip force test results: straight 7.342, pitch 6.829, yaw 7.025. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# l92201118-0049) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2021 via system serial# (B)(4). This instrument only has a single use. The system logs were reviewed and no relevant errors were noticed. No image or procedure video was provided for review. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. This event is being assessed as a reportable event based on the following conclusion: it was reported that the vessel sealer extend insufficiently sealed and then cut tissue. It is unknown at this time what tones, if any, were noted by the customer. The patient reportedly lost as least 750cc of blood and the procedure was converted to open surgery. The root cause of this reported event is currently unknown.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the vessel sealer extend instrument cut insufficiently sealed tissue. It was reported that the patient lost at least 750cc of blood and the bleeding could not be controlled robotically. The procedure was converted to open. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to request additional information related to the event. However, as of the date of this report, no further details have been obtained.